Manufacturer narrative:
Photos were provided for review. The photo evaluations were provided by a company physician. Observations include the following: all photos show whitening of the remnant anterior capsule rim, slight decentered uniform capsulorhexis and apparent granular opacities across the iol body. Origin and exact location of the apparent granular-like opacities across the iol body cannot be determined. (B)(4).

Event description:
Additional information was provided by the patient that her vision had worsened recently. Additional information was also provided by her doctor who reported the patient can't see well.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A questionnaire was received. (B)(4).

Event description:
A physician reported that five years following bilateral cataract extraction with intraocular (iol) implants, he noted the lenses were "blurred". Additional information was provided by the reporting physician that the patient has experienced visual disturbances since approximately the beginning of this year. The doctor also stated that the iols were opacified. Additional information was provided by the implanting physician iol opacification was described as granules inside the material of the iol and not on the iol surface. He also noted that there was a decrease in visual acuity a few months following the implant procedure. There are two medical device reports associated with this patient. This report is for the left eye.